Event description:
Information was received from a patient's mother that a smiths medical bivona uncuffed pediatric tracheostomy tube cuff had a hole in it. No clinical consequences to the patient were reported.